Event description:
A readings issue was reported with the adc device. Customer received inaccurate readings and had contact with an hcp who performed blood glucose tests for monitoring and provided oral glucose for treatment. Hcp meter readings were reported as 100 mg/dl and 110 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Please note that the customer reported that adverse event occurred on (B)(6) 2022, with sensor serial number (B)(4). However, this sensor was returned to adc on (B)(6)2021, prior to reported date of adverse event. All pertinent information available to abbott diabetes care has been submitted.